Manufacturer narrative:
D2b.corrected from sba to qhj.

Event description:
Senseonics was made aware of an incident where authorized representative (ar) reported taking the user to the ER on (B)(6) 2025 at 7:30 pm est. According to the ar, the user was experiencing nausea and vomiting, prompting the ER visit. The user was diagnosed with stage 3 kidney disease. At the time of the last call, the user stated they were feeling fine. The user confirmed the event was not related to the sensor insertion or removal and was not related to diabetes. The user's hcp is aware of the event. No current dms data is available, as the user's system reached end of life on (B)(6) 2024. Per dms, the user has not used the system since wednesday, (B)(6) 2024 at 8:53 am.

Manufacturer narrative:
The authorized representative (ar) reported taking the user to the ER on 05-nov-2025 at 7:30 pm est. According to the ar, the user was experiencing nausea and vomiting, prompting the ER visit. The user was diagnosed with stage 3 kidney disease. At the time of the last call, the user stated they were feeling fine.the user confirmed the event was not related to the sensor insertion or removal and was not related to diabetes. The user's hcp is aware of the event.no current dms data is available, as the user's system reached end of life on 03-nov-2024. Per dms, the user has not used the system since wednesday, 13-nov-2024 at 8:53 am.